Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided a photo for evaluation. A visual inspection performed on the photo revealed that there is no expiration date on the lidstock. A device history record (DHR) review was performed and no relevant findings were identified. The reported complaint that the lidstock did not have an expiration date was confirmed based on the visual exam of the photograph. The manufacturing facility was contacted and they reported that while reviewing the lot's pouch artwork and print requirements, there was no requirement to print the expiration date icon on the pouch, so the expiration date would not be on the pouch. However, the ptg owner and vascular regulatory were contacted as well, and they both agreed that an expiration is supposed to be printed on all finished goods. Furthermore, sap manufacturing records indicated that the kit has an expiration date of 10/31/2018. Since there was no requirement for the manufacturing facility to print the expiration icon or date on the pouch, no manufacturing related issues were identified in the device history review, and all finished goods sold should contain an expiration date, the probable cause of this complaint is labeling-design. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports that the product did not have an expiration date.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the product did not have an expiration date.